Manufacturer narrative:
Complaint not confirmed, even though the locking thread was found to be damaged and anodization worn, it is unknown if the damaged observed was relevant to the event. No additional abnormality was observed that may have contributed to the event. The cause of the damage is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery was performed to retrieve the prosthesis. It was further reported that the defective prosthesis was caused due to the post operative actions by the patient. The patient did not follow the post op guidelines and was overloading the prosthesis too early in the gym.